Event description:
It was reported that during the implant procedure, the impedances on electrodes #5 and #6 of the lead were >20000 ohms. The proximal end of the lead was removed from the implantable neurostimulator (ins) header block and wiped multiple times, but impedances were still high. The paddle lead was then implanted, and impedances were measured again. Electrodes #5 and #6 were still showing >20000 ohms, so the lead ends were swapped in the ins header block, but impedances did not change. A new lead was implanted and showed normal impedances. There was no patient injury due to the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: na, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer. (B)(4). Analysis of lead model 39565-65 lot# v924660027 showed no anomalies.